Manufacturer narrative:
(B)(4) . Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on the their device is blank and the service indicator is illuminated. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the system controller pcb assembly. After replacing the system controller pcb assembly proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue. It was determined that the system controller pcb assembly caused the device to lock up; however further cause could not be determined.